Event description:
Customer reported that during a surgery, while moving the surgical light, the spring arm broke and the lighthead fell on the floor. No injuries were reported to maquet. (B)(4).

Manufacturer narrative:
Note: hanaulux 3000 series light system is not marketed in the u.s. This report has been made due to a similarity with devices marketed by maquet in the u.s. This malfunction was previously addressed in the u.s. Through (B)(4). A maquet field service technician (fst) inspected the device and found that the front pivot of the spring arm broke at the weld seam. The broken spring arm was replaced with a new one and the device returned to service. Maquet medical systems USA submits this report on behalf of the device manufacturing facility. Maquet (B)(4) provides product failure investigation, analysis and resolution for the device described in this report.